Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted the same date it was implanted due to pacing inhibition. The rv lead exhibited loss of capture at maximum output. It was found that the lead caused perforation, it was confirmed by anodal stimulation during high output bipolar pacing and no capture with unipolar pacing. No additional adverse patient effects were reported. Boston scientific received information that the right ventricular (rv) lead was not implanted successfully due to pacing was not delivered when required. Capture in bipolar at high output and no capture at high output in unipolar was noted. In addition, perforation was noted. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was not implanted successfully due to pacing was not delivered when required. Capture in bipolar at high output and no capture at high output in unipolar was noted. In addition, perforation was noted. This rv lead was explanted. No additional adverse patient effects were reported.